Event description:
Initial rptr indicated that their handheld computer "screen freezed during interrogation and also during programming". Good faith attempts are being made to get the prod back for prod analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.